Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported by a patient who had called to obtain their managing health care professional 's (hcp) phone number that they thought they were going to have to have a new battery put in.  The patient reported they kept getting bladder and kidney infections. (Not alleged to be related to the device/therapy.)  The patient stated they didn't "understand why" they couldn't "get anything". The patient services agent tried to clarify if the patient was no longer getting therapy relief, has had a return of symptoms and the patient stated it is a possibility that they were no longer getting therapy from the ins and reported again they kept getting kidney infections. Patient services reviewed end of service (eos) considerations. It was also noted that the patient was difficult to follow throughout call and the agent made their best attempt to gather all relevant information. The patient was redirected to their healthcare provider to further address the issue. The patient services agent asked for event date and the patient reported they have been having the kidney infections for "many years" and stated they kept occurring (again, not alleged to be related to the device/therapy.) The patient was provided with their managing hcp name and phone number.